Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the gun didn't trigger the first and second implant. The complaint device was received and evaluated; visual inspection revealed that the implants and the suture were not received along the device. Also, it was noticed that the needle is bent at the right position. According with the visual observations, this complaint cannot be confirmed. Since the implants appeared to be deployed; the root cause for the failure reported can not be established. The possible root cause for the damage in the needle can be related when the operator probably introduced the needle into the tissue and mistakenly forced the device until the needle was bending. A manufacturing record evaluation was performed for the finished device lot number:6l56901, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.,according to the information provided, it was reported that the gun didn't trigger the first and second implant. The complaint device is still implanted in the patient, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number:6l56901, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopy w/ meniscal repair procedure on (B)(6) 2020, it was observed that the gun on the truespan 24 degree peek device did not trigger the first and second implants. During in-house engineering evaluation, it was determined that the needle was bent at the right position. Another like device was used to complete the procedure with no delay reported. There were no adverse patient consequences reported. No additional information was provided.